Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had switched to unipolar. Boston scientific technical services (ts) discussed that it can be caused by a nick in the lead from a suture, a connection issue or an underinserted lead. Moreover, a chest x-ray was recommended focusing on the header and could consider isometrics to see noise if present. As of this time, the lead remains in service. No adverse patient effects reported.